Manufacturer narrative:
Product ID 8703, lot# j93122401, implanted: 1993 (B)(6); product type catheter. (B)(4).

Event description:
The patient experienced an infection in their lower back and abdomen. Magnetic resonance imaging (MRI) was being performed on (B)(6) 2014 to look for infection and scanning for back pain and osteomyelitis abscess. The drug was not known at the time of the report but the therapy was indicated as itb therapy. Interventions, drug or outcome not reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.